Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 800 mg/dl. The customer explained that the cause of the hospitalization was diabetic ketoacidosis. The customer was treated with insulin drip and fluids at the hospital. The customer stated that, prior to the hospitalization, the customer's back was hurting and that she was unable to breathe. The customer was advised that the insulin pump would be replaced per the customer's request. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.